Manufacturer narrative:
The valve was returned in jar with solution. The returned device was visually inspected for any abnormalities and the following was observed: frame was distorted due to explant from site. Leaflets were thickened. Pannus and host tissue were present on inflow and outflow sides. Host tissue was present on all three commissures. Calcification was observed via x-ray. No functional or dimensional testing was able to be performed due to the returned device condition (frame distorted/thickened leaflets. The complaints for calcification and pannus formation were confirmed through visual inspection. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. The lot history review was performed and revealed no other complaints relating to calcification and pannus formation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU was reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from march 2021 to february 2022 for the sapien 3 (all models and sizes) revealed additional similar complaints for calcification and pannus formation. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. There is insufficient information to determine the potential root cause applicable to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for calcification and pannus formation were confirmed through returned product evaluation. A review of DHR, lot history and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, "3 years and 5 months post implant of a 29mm edwards sapien 3 valve, the valve was explanted due to stiffened leaflets". Per returned product evaluation, calcification was presented on all leaflets. Calcification may be manifested as stenosis with thickened leaflets. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited of information, a definitive root cause was unable to be determined at this time. Per returned product evaluation, pannus was presented on valve. The exact etiology of pannus formation is not known. Multifactors are involved in its formation. Basically, pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Due to limited of information, a definitive root cause was unable to be determined at this time.

Event description:
As reported from our affiliates in (B)(4), 3 years and 5 months post implant of a 29mm sapien 3 valve, the valve was explanted due to stiffened leaflets, and replaced with a perimount magna ease valve. The patient was doing well post procedure.

Manufacturer narrative:
Investigation is ongoing.